Manufacturer narrative:
The abutment hex fracture was likely due to biomechanical overloading. An evaluation of the returned abutment indicated that the abutment met product specifications. It may therefore be concluded that the fracture was not due to a product failure. Please note that this report is being submitted by sybron implant solutions (B)(6) (the manufacturer) on behalf of sybron implant solutions (the importer) per reporting exemption (B)(4).

Event description:
On (B)(6), 2011 a doctor reported to sybron implant solutions (B)(6) that a pitt easy abutment fractured.